Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and unexpected error test. The pump passed all operating currents tested within the spec range and passed off no power test. The pump was received with moisture damage on electronics assembly, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked display window and minor scratches on display window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of damage and moisture damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump fell into the sink. The customer mentioned that there is a small crack on the screen and there seemed to be little bubbles of moisture on the upper left side of the screen. The insulin pump will be returned for analysis.